Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep indicated that they were seeing a validation error 00 01 00 bb when attempting to interrogate ins. The caller indicated that they got the message when the ins was being interrogated and had not pushed the start warranty or other options in the clinician application. The caller attempted to reinterrogate the ins during the call and the same validation message was displayed. The caller bypassed the message and then selected the start warranty option. The caller indicated that they were able to successfully start the programming session. At the time of the call the ins was new in the box.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.